Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 21049375.

Event description:
It was reported that the patient described a feeling of surging when getting an intermittently strong stimulation as laying down that lead to loss of stimulation. The impedance check identified seven xs over the contacts. The physician replaced the leads and the patient programmed to get the right leg coverage. The explanted leads were not returned.

Event description:
It was reported that patient was experiencing loss of stimulation when laying down and felt surging wherein stimulation was intermittently stronger. It was noted that patients leads were having high impedances. The patient underwent a lead replacement procedure and was successfully reprogrammed. The explanted leads were not returned. Additional information was received that the explanted lead were returned for analysis.

Manufacturer narrative:
Sc-2317-70 sn (B)(4). The returned lead was analyzed and visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegations of loss of stimulation, overstimulation, and high impedance have been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.